Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy for suspected supraventricular tachycardia. Shock therapy was exhausted. There were no adverse patient effects. It was recommended that the patient follow up with their cardiologist although the patient has been non-compliant in the past. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.